Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, incorrect quantity-missing suture. This case is from health authority. On the morning, wound was sutured using suture. Upon opening the package, it was found that there was only needle inside and no suture. New suture was immediately used again. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnants of suture were observed. In further investigation, the winding former was examined under magnification, and it was found to contain several suture pieces that had begun the process of degradation. This condition confirm that the suture was placed in the winding formed during the manufacturing process. The foil packet was visually inspected, and it was observed torn with wrinkles on hte bottom foil. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One winding former, one paper lid and one needle outside the foil packet were received for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnants of suture were observed. In further investigation, the winding former was examined under magnification, and it was found to contain several suture pieces that had begun the process of degradation. This condition confirm that the suture was placed in the winding formed during the manufacturing process. The foil packet was visually inspected, and it was observed torn with wrinkles on hte bottom foil. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? No